Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up, the customer indicated that the set was being used with a 1000ml glass bottle of 30% sodium chloride solution. The actual device was not available; however, retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Dimensional testing was performed, and the samples were found to be within specification. The reporter indicated that the set was used with a nacl 30% 1000ml bottle. According to the instructions for use provided with the device, the non-vented h938175 set is for use with small vials only, and not for use with non-vented bottles. The cause of the condition was determined to be a use error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer was having an issue with an exactamix inletvented micro volume. The customer reported that the spike did not provide ventilation through the vent conduct and filter causing it to create a vacuum in the container resulting in an underdelivery of the ingredient up to approximately 33%. There was no patient injury or medical intervention associated with this event. No additional information is available.